Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of a heavily calcified common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, no suture was present. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Reportedly the common femoral artery was heavily calcified. It should be noted that the instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval failure was confirmed as analysis of the device indicated that the anterior needle became detached from the anterior cuff while retracting the needle plunger to retrieve the suture as evidenced by a damaged anterior needle barb and anterior cuff tabs. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.